Event description:
Related manufacturer reference number: 3006705815-2023-00125 and 3006705815-2023-00126. It was reported the patient is not receiving effective therapy and the therapy strength is decreasing on its own due to high impedances. As such, surgical intervention was taken where a lead was explanted and replaced to address the issue. The investigation did not determine which lead had high impedances.

Manufacturer narrative:
Date of the event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Patient had 2 leads implanted. One of the leads was replaced under related manufacturer reference number: 3006705815-2021-00125 and 3006705815-2021-00126. It is unknown which lead was replaced. Hence, all 3 leads are being reported.